Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no delivery alarms from the insulin pump. The customer's blood glucose reading was 20 mmol/l. The customer stated that they have been having high blood glucose readings for several days. The customer was advised of the alarm and its possible causes. The customer also mentioned that they have site irritation since starting the pump. The customer stated that they sometimes wear the set for 5 days. The customer was advised that it's best to wear the site up to 3 days. The customer was advised that blockage is likely to occur at site. The customer is advised to follow up with their health care provider.